Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s spouse reported that the patient was being treated with antibiotics via peritoneum route. Additional information received from the patient¿s pd nurse confirmed that the patient¿s effluent was cloudy and the patient was subsequently cultured and treated for peritonitis. The patient¿s culture results were negative for growth. The patient had been treated with vancomycin, fortaz, and tobramycin from (B)(6) 2016. The source of the potential peritonitis is unknown. The patient reported no fluid leak and proper aseptic technique was observed. The patient¿s medical records have been requested but have not yet been made available.

Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were indications of dried fluid within the cassette compartment. The cause of the encountered dried fluid could not be determined. Simulated testing was performed and there were no fluid leaks and the device performed as designed. While there was evidence of a fluid leak associated with the cycler as found during internal inspection it was not reported to be associated with this event. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.